Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 18dec2019.

Event description:
The customer reported a pressure regulation high alarm. There was no patient involvement. The manufacturer¿s international service technician evaluated the ventilator and confirmed the reported problem. The service technician replaced the air and oxygen flow sensor and the problem was resolved. The ventilator successfully passed performance specification testing after the repair was completed.